Manufacturer narrative:
Additional information: e1(postal code): (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the pcb, video generator assembly (0670-00-1182), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A supplemental report will be submitted when the evaluation is completed. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) display screen had snowflake like shadows appearing in the background. There was no patient involvement.